Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of "lo" blood results. Last results in memory: "lo", "lo", "lo". No adverse event reported.

Event description:
Consumer complaint of "lo" blood results. Last results in memory: "lo", "lo", "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.